Event description:
It was reported that the patient presented in the operating room for an unrelated procedure. During the procedure the atrial lead became dislodged. The lead was reprogrammed. The patient was not symptomatic due to the lead dislodgement. The lead was later explanted and replaced. The patient remained stable during and after the procedure.